Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Customer¿s blood glucose level was 500 mg/dl. The customer declined further troubleshooting with tandem technical support and reverted to an alternate method of insulin therapy.